Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was discarded, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking. This occurred during prime of peritoneal dialysis therapy; the patient was not connected. The patient stated that there was a stream of solution leaking form the tubing of the supply line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.